Event description:
It was reported that a vns study, pt attempted suicide while receiving therapy. The pt was hospitalized and in the intensive care unit. The physician stated that there is not ample evidence that the vns device caused this event. However, intervention was taken and the device was disabled. The pt remains hospitalized with the device disabled.